Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2318-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion pro lead kit, 16 contact, 70cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 34154978. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #(B)(4). Model number/catalog number: sc-2318-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion pro lead kit, 16 contact, 70cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection. The patient underwent spinal cord stimulation (scs) explant procedure.additional information stated that the patient was having issues with her incision and not healing properly. It does not believe the device is the cause for the infection. Patient was given antibiotics. Patient was doing well postoperatively. The explanted devices were not returned; rep was not present.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2318-70. Serial number: (B)(6). Batch/lot number: 5004654. Model/catalog description: infinion pro lead kit, 16 contact, 70cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 34154978. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-70. Serial number: (B)(6). Batch/lot number: 5005180. Model/catalog description: infinion pro lead kit, 16 contact, 70cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection. The patient underwent spinal cord stimulation (scs) explant procedure.